Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual inspection of the lead found the outer insulation was cut at the proximal region. The cause of the reported event is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for implant of the right ventricular lead. During suturing the outer insulation of the lead was breached. The procedure was successfully completed with a replacement lead. The patient was recovering.